Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP. The patient has alleging unit shorted out, screen flashed, and unit will not turn black screen on. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed a small crack in the ui display bezel, dust like contaminant and liquid ingress with potential mineral deposits on the water tank lid, water tank seal, water tank, ui display bezel, iso port, top, bottom and center enclosure and blower box. Hair-like particles were observed on the water tank seal and piece of yellow plastic like material has been observed on inlet/outlet seal. And possible burn markings has been identified on ui display bezel assembly due to thermal event on pca. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that couldn¿t be able to confirm the customer complaint and observed the possible burn mark due to thermal event on pca board.